Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the insert slide clamp alarm was determined to be an out of calibration slide clamp sensor. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump presented an insert slide clamp alarm. No additional information is available.